Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the surgeon side console (ssc) viewer to resolve the issue. The system was tested and verified as ready for use. Isi has received the ssc viewer, but failure analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the robotics coordinator contacted the technical support engineer (tse) and stated that they had 319 errors when they first turned the system on this morning. They had power cycled the system three times prior to calling. The customer was able to see that the 319 errors were coming from surgeon side console (ssc) one. The customer was able to verify that they had video in the viewers of both consoles; "no endoscope connected" message in the viewers. Site stated that they had started the procedure in 12 minutes. The tse suggested that they power down the system normally, then shut off one of the breakers on one of the surgeon's consoles. The customer was able to power the system back on, but there were no surgeon's consoles present on the system. The customer powered the system down again normally and turned the breaker on for the console that we had initially powered off. They were then able to power off the breaker on the other ssc. The customer is now able to power up the system normally without the other console connected. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that one of the consoles was disabled during the procedure and the procedure was completed using only one console.

Manufacturer narrative:
The surgeon side console (ssc) viewer was returned and evaluated by the failure analysis team, who performed visual inspection on the viewer and found no problems related to reported issue. The failure analysis team verified 319 error in lighthouse (aperture) and installed viewer on an internal equipment, fixture, or tool (eft)system and powered on. System powered on with no errors or failures so tried power cycling system a few times and still no failure or errors. Let system sit powered on and then drove and power cycled few more times and still no errors. Removed covers from mceh and sdch and inspected cables and all connections which appear to look good.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to communication errors pertaining to the surgeon side console (ssc) viewer.

Event description:
Refer to h11 for follow-up information.